Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The second overdischarge was reported with premature battery depletion. A physician mode recharge (pmr) successfully rest the device. They were able to get the battery out of overdischarge. A power on reset (por) occurred which was also cleared. The patient was able to charge normally, when the battery turned over to normal charging, the battery was 50% full and increasing to 75% was seen. A gradual loss of stimulation and therapeutic effect was reported. The patient experienced pain and less than 50% therapy relief, increased leg pain bilateral. A shocking/jolting sensation was noted. With different settings preferred and used (high frequency pulse density-hd) the battery will not hold charge for one day. The doctor wanted to try hd programming . The patient was having to charge in the morning and then in the evening as well. The stimulation works fine but the patient was concerned about the charging interval. It was noted that the patient perceives hd stimulation as a grabbing feeling when he turns the stimulation up. Impedance testing, x-rays, and reprogramming were performed. The patient was able to recharge on (B)(6) and used the device on (B)(6) , then was applying cream/ointment to his back and got a shock sensation. On (B)(6) the patient¿s spouse was applying lotion on to his back and felt a shocking sensation. The patient thought the lotion was affecting the system. The battery was also not charging again but did not show empty. The patient was instructed to turn the implantable neurostimulator (ins) off on (B)(6). The company representative reported five days later that the device was repositioned. A pmr had not been performed yet, the patient was to be seen at a follow up post-op visit to accomplish this. The patient had not recharged because of battery position. At this time the patient was not receiving therapy. Telemetry issues were reported. The next day it was reported that the patient was scheduled to see a doctor for other option. The patient was programmed with hd and was needing to charge the battery every morning and evening. By the next day, the patient is unable to charge the implant unless a pmr is performed. The patient was not sure if he wants to switch out the ins with hd programming, he was not getting enough pain relief where he thought it was worth switching out the device. It was unknown if the recharging plays a part with the patient¿s decision making. Currently the therapy was turned off. At this point the patient was considering a removal of the stimulation and considering tying a drug delivery system. It was noted that the patient had at least one other discharged battery in (B)(6) 2015 and an overdischarge that occurred a while ago but specific dates were unknown. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.